Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Reportedly the customer is using lyumjev insulin. Tandem technical support informed customer that lyumjev is off label per the user guide. There was no adverse impact to the customer¿s blood glucose level.